Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the very tortuous, calcified mid left anterior descending artery. On the second inflation, a 2.0x30mm apex monorail balloon was inflated to 10 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.